Manufacturer narrative:
(B)(4). Date sent: 7/20/2023. D4: batch # 229c53. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee45a device was returned with no apparent damage and two gst45g reloads present. The reload (b) was received fully fired. The reload (c) was received fully fired, with the reload pan partially dislodged. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device opened and closed without any difficulties noted. It is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information.   As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 229c53, and no non-conformances were identified.

Event description:
It was reported that during a thoracoscopic lobectomy, the device locked out at 1st firing. Manual override was used to return the knife. The cartridge was replaced, but the device could not be fired. Another device and cartridge were used to complete the case. The device was used on the lung. There were no adverse consequences to the patient. No further information is available.